Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation the morning after implant, it was noted that the patient¿s r-wave had decreased. The physician ordered a cxr. The cxr film revealed that the slack had been greatly reduced on both leads. The physician scheduled revision for today. The ventricular lead was repositioned in the rv. The atrial lead was advanced further into the ra until satisfactory slack was seen. Intraoperative and post-operative lead measurements were satisfactory. The patient reported no symptoms associated with this issue. The patient was in stable condition. Related manufacturer reference number: 2938836-2020-00303.